Event description:
It was reported that leaking from the tip of the foley catheter.

Manufacturer narrative:
The complete initial reporter facility name (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that leaking from the tip of the foley catheter. Per follow up information received via ibc on 24may2025, stated that, it was unknown whether the urine or the water was leaking.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample was evaluated and observed there was a pinhole on the bottom part of sac collar that allowed water to leak out. A potential root cause for this failure could be due to bubble during dipping process. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.